Event description:
Product # ar-13995n - the arthrex scorpion--multifire needle broke while being used for arthroscopic shoulder surgery, causing patients to retain metal fragments. We had 2 incidents occur within 11 days of each other. We notified arthrex's national corporation immediately, and the local (B)(6) rep discussed these events with the company, filled out product info, and submitted both events to arthrex for further review. It was determined that both needles came from the same lot, and this lot is now under investigation with arthrex. The remaining needles with this lot number were removed from the facility and from arthrex's local (B)(6) office immediately. Since then, we have had 4 more incidents in the past month, where these needles have broken and 2 metal fragments have been retained in the patients and 2 the fragment were removed from the patient. Reference report# mw5176376, mw5176377, mw5176378, mw5176379, mw5176381.